Event description:
The customer reported to medical information team regarding the vented paclitaxel set in which a chemo medication was made, and after priming and attaching the tubing, the tubing came out and chemo spilled all over. The customer inquired if the spike was changed as it appeared shorter, but the medical information specialist confirmed the spike has not been changed since 2008. The event occurred during priming. There was no patient involvement, injury, medical intervention, or adverse event associated with the event. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.